Manufacturer narrative:
H11: internal complaint reference: case (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the anchor of the suturefix ultra came out with the suture. The tip of the insertion device is bent and one of the tines has been broken off. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include rotation of the suture anchor device once seated or incomplete anchor insertion, excessive force on the device, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a labral lesion procedure, the surgeon noticed that the suturefix ultra anchor was loose when it was being inserted into the patient. It was removed from the patient´s cavity, and the surgeon noticed that it was released without being inserted into the bone. Surgery was completed with a back-up device instead. There was no surgical delay, and no further complications were reported.